Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: ni event description: generator buttons are sticking. Type of intervention: ni patient status: no patient injury occurred.

Event description:
Procedure performed: ni. Event description: generator buttons are sticking. Type of intervention: ni. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A correction was made to section d4 to include the device catalog number, lot number, and unique identifier (UDI) number. A correction was made to section g4 to include the 510(k) number.